Event description:
Sometime during the week of 04/27/1998 and following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. The pt reportedly complained of her leg feeling "tired" following her discharge home. She presented to the hosp on 05/08/1998 where doppler studies identifed evidence of stenosis of the right common iliac and femoral arteries, with reduced flow and echogenic thrombus at the approximate level of the pts recent arterial puncture. The pt underwent a right femoral artery embolectomy (date of procedure is not documented at this time). The pt was seen in the dr's office on 06/09/1998 at which time she was noted to have slight post-op swelling, but was otherwise in good condition.